Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled generator change due to normal elective replacement indicator. It was noted by the physician that the left ventricular (lv) lead was failing to capture, dislodged and deactivated. The patient was asymptomatic. The lv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.